Event description:
The clinician reports that the day the implant was placed in ada 20, failure occurred upon insertion. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.